Event description:
It was noted that the reporter called in to see if it was "safe" to increase stim. The patient had the implant in april. Shortly after the implant the patient developed a bladder infection. The patient was on antibiotics for awhile. The patient was hoping the infection cleared up; she was no longer on antibiotics. The patient was at hcp's (healthcare provider's) office about 2 weeks ago. They switched her to program one at 1.1v. The patient had increased and was currently at 1.4v. The patient had questions regarding if it was safe to increase to 1.5v. The patient was currently not feeling stim and was going to the bathroom too much at night. The patient was currently getting up 5-6 times at night. Before implant the patient was going to the bathroom every 1-2 hours at night (4-8 times). If additional information is received, a follow up report will be sent.

Event description:
It was reported the patient did not have concerns with their device or therapy. The patient received assistance from their doctor or representative and their concerns were resolved. It was also noted the patient was still having concerns with their device or therapy but they were working with the doctor or representative. It was unclear whether or not the patient¿s concerns were resolved. It was noted that program 1 and 4 do not work.

Manufacturer narrative:
Concomitant product: product ID 3889-28, lot# va078ux, implanted: (B)(6) 2013, product type lead. (B)(4).